Event description:
During a procedure, it was discovered that the probe cover had a hole in it causing contamination to the sterile field.

Manufacturer narrative:
An adverse event was not reported in conjunction with the device malfunction. The customer has stated the device is available for evaluation, however, it has not been received by the manufacturer at the time of this report. Further evaluation will be conducted upon receipt of the device. A follow-up report will be issued when new info is available.